Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: is the patient event related to an allergic reaction or surgical site infection? Surgical site infection. Date of infection? No information. Please describe appearance? No information. What is meant by ¿bad adaptation of the surgical wound¿?the surgical wound did not heal well. Did the patient experience contact dermatitis? No, he didn't. Results of any cultures taken? No information. Do you have any pictures? No, we don¿t. Procedure name - no information but general surgery procedure date- no information. Location and incision size of product application? No information. What prep was used prior to prineo use? No information. Please describe how the adhesive was applied on the tape? No information. Was incision re-prepped before closure? No information. If so, with what? Was a dressing placed over the incision? No information. If so, what type of cover dressing used? How large of an area does the reaction cover?no information. Did the skin reaction extend beyond the borders of the tape -no information. What was done to address the reaction? The prineo mesh was removed, and gauze was replaced.

Event description:
It was reported that a patient underwent a general surgery procedure on an unknown date and topical skin adhesive was used. It was reported that the patient had a surgical site infection. The surgical wound had a bad adaptation and did not heal well. The topical skin adhesive was removed and gauze was replaced and the wound healed. There were no adverse patient consequences.